Event description:
I am writing you to let you know of a recent allergic contact dermatitis incident to the bd insyte shielded IV catheter #381412 by becton-dickinson infusion therapy svs that occurred with my (B)(6) son, (B)(6) who was seen in the (B)(6) hosp ER on (B)(6) 2012 and subsequently admitted to the (B)(6) hosp of (B)(6) for two nights with pneumonia. At the ER it took four attempts to get an IV in my son, one on each hand, one on his right foot and finally in his neck. In the right hand the nurse was able to draw a couple vials of blood before it ceased working. The IV ended up in his neck and was there for approx 30 hours or so until it began to leak and they had to remove it. The areas where the ivs had been attempted all appeared to go through the normal process of healing after discharge, slight redness then bruising then nearly unnoticeable. Two weekends later, however something strange happened. My son appeared to get "bites" on the very places where the ivs had been or attempted. A day later he began to have bumps that radiated out from the "bite" in his neck and the one on the right hand, both where the catheter had resided. The "bites" turned into a red rash on his right arm and his neck. As the bumps got more red and larger we went to the ER here at (B)(6) hosp in (B)(6) on (B)(6) 2012. Two drs examined him and determined it was allergic contact dermatitis to something about the IV catheter. We are currently treating my son with prednisolone 15 mg/day for 7 days to try and clear the allergic reaction. Reason for use: blood draw and IV for antibiotics and fluids.